Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple altitude alarms occurred. There was no impact to the customer's blood glucose level. Reportedly, the customer was ultimately able to clear the alarm. The customer reported that the pump would continue to be used for therapy.